Event description:
(B)(6) called to inform (B)(4) that ms3 pump is malfunctioning. If battery cap is touched, pumps shuts off and needs to be reprogrammed. Pt did not experience any ade as a result of pump malfunction. New pump will be couriered to pt's family. Old one will be kept and return boxes will be sent for family to return. No other information known. Dates of use: (B)(6) 2018. Diagnosis or reason for use: pah.